Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting cto (chronic total occlusion-100%) located in the proximal left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. It was also reported that stent dislodgement occurred after removal of the device from the patient. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. The balloon folds were partially expanded. Blood was visible in the balloon and inflation lumen. Crimp impressions were visible on the exposed balloon surface. The balloon was inflated to determine if there was a burst in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the balloon material at the proximal cone. There was no lead in scratches evident to the burst site. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. Additional information: the device did not pass through a previously deployed stent or cell of a stent. Resistance was noted during withdrawal of the device and excessive force was used. If information is provided in the future, a supplemental report will be issued.